Manufacturer narrative:
No sample or confirmed lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that a viscoelastic product was used during a cataract surgery when the delivery needle was too sharp which led to a posterior capsule rupture. Unspecified medical intervention was reported.

Manufacturer narrative:
Per the viscoelastic device manufacturer, a sample was returned, but it was forwarded to cannula component manufacturer for evaluation as this complaint is regarding the needle portion of the device which is manufactured at a different location. No further evaluation can be performed on the viscoelastic device. One opened viscoelastic cannula was received at the cannula component manufacturer's location in a kit tray for the report of the needle was too sharp and led to a posterior capsule rupture. The returned sample was visually inspected and was found to be conforming for the tip of the cannula. However, the cannula was found to be nonconforming for a bend in the cannula at the hub. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The video attached to the parent complaint was reviewed by the manufacturing site. The video shows a cannula in the eye during a surgery, the reported issue of the cannula too sharp could not be confirmed in the video. The reported issue of a posterior chamber tear was confirmed in the review of the video. The returned sample was found to be conforming at the tip therefore, a needle tip was too sharp as described in the complaint was not confirmed and a root cause can not be determined. Unrelated to the reported issue, the cannula was found to be bent at the hub. How and when the cannula became bent cannot be determined from this evaluation and a root cause cannot be determined. The cannula tip was manufactured to specification and the exact root cause for the bent cannula at the hub is unknown therefore, specific action with regards to this complaint cannot be taken. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. Nonconforming product is removed from the lot. The inspection includes any visual nonconformances. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).